Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint about the v60 ventilator. The customer reported a check vent: battery failed error occurred on the unit. It is unknown if the unit was in patient use at the time of the reported issue. There is no report of user or patient harm or injury. The battery was replaced by the customer to resolve the issue. The device was operational after repairs were completed.